Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-425-16 as the device was received in a condition was contradictory to the complaint description. The pipeline flex with shield device pushwire found broken. This condition was not reported at time of the event. The pipeline flex with shield embolization device was returned for analysis. No bends or kinks were found with the pipeline flex with shield pushwire. The pipeline flex with shield distal hypotube was found stretched. The ptfe shrink tubing was intact but pulled back from the proximal bumper. The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. The pipeline flex with shield pushwire was found separated proximal to the dps restraints/sleeves. The pipeline flex dps restraints/sleeves with tip coil were not returned and the reason for not returning was not provided. The pipeline flex pushwire was sent out for sem failure analysis. Per the sem report, the sample fracture surface exhibits corrosion damage and no original fracture features are visible. No other anomalies were observed. Based on the investigation conducted, pushwire separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. From the damages seen with the pipeline flex with shield pushwire (hypotube stretching/pushwire break); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex with shield embolization device through the catheter. However, the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline¿s middle tip coil appeared to have a thick part on imaging as they started to deliver the pipeline using the phenom 17 microcatheter. They suspected the coil to be kinked or some material on it. The phenom and pipeline were exchanged for another pipeline flex with shield technology and phenom 27. The devices were prepared as indicated in the instructions for use (IFU). There was no damage to the pushwire. Evaluation of the returned device found that the pipeline flex with shield pushwire was found separated proximal to the dps restrain ts/sleeves.